Event description:
The customer reported the rad-gs show "incorrect information." No patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: this follow-up MDR is being submitted to correct b3. Date of event. B3 was 01/01/2025; is 08/01/2025.

Manufacturer narrative:
Other, other text: the returned rad-g was evaluated. The device was able to obtain measurements for all enabled parameters and all alarm conditions were audible and visual. No product performance issues related to spo2 and pulse rate measurements were identified.

Event description:
The customer reported the rad-gs show "incorrect information." No patient impact or consequences were reported.

Event description:
The customer reported the rad-gs show "incorrect information." No patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact.